Event description:
It was reported that this right ventricular (rv) lead exhibited crosstalk oversensing of atrial signals. As a result, there was pacing inhibition. There are no reports of asystole as the patient is not dependent. Additionally, there was undersensing of a fine ventricular fibrillation (vf) event, which resulted in a delay of therapy. Technical services (ts) reviewed the reports and provided reprogramming options. The lead remains in use. No additional adverse patient effects were reported.